Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was by reported that a nurse found a ¿small piece of plastic¿ on the catheter tip of a bd insyte¿ autoguard¿ bc when removing from the package. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: a total of (B)(4) units were manufactured and packaged on (B)(4) on 10nov2017 thru 15nov2017. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed all inspections performed throughout the process for foreign-non foreign and particulate loose or embedded passed and no reject activity was found. Sap (qn) database review: no. Reason: this database tracks any issue during production that would affect product quality findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation, per the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Review of the acm lot log and DHR review revealed: this lot was manufactured on (B)(4). Visual analysis: observations and testing: although units were not returned for investigation, photos were provide for the evaluation of this incident. One photo revealed an opened package from a 20g insyte autoguard blood control from lot 7311910. A second photo revealed a fm protruding from the tip of the catheter tubing. The fm was identified to be non-foreign (porous plug shaving residual); which was introduced during the manufacturing process. The porous plug residual (non-foreign) exceeded the specification of 0.2 square millimeters measured per tappi dirt estimation chart. Peura analysis: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: no: per the photos provided for this incident; fm was confirmed protruding from the tip of the catheter tubing. The fm was confirmed to be non-foreign which exceeded the 0.2 square millimeters per tappi chart. Investigation conclusions: confirmation of the subject of foreign matter, as stated in the pr, was conclusive with the photo provided for observation of this incident. Confirmed there was white fm (non-foreign / porous plug residual) protruding from the tip of the catheter tubing. The characteristics of the fm (non-foreign / porous plug residual); was evidence to confirm and support manufacturing process related issues for the reported defect of the returned unit; as the non-foreign was introduced during the manufacturing process. Investigation conclusion: did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the failure of foreign matter was conclusive based on the observations of the photos provided for this incident. Were we able to reproduce the customer's experience with the bd product? No: although the defect was confirmed; reproduction of the customer¿s experience was not achieved with the observation performed. Root cause relationship of device to the reported incident: manufacturing - the white fm observed on the catheter tubing protruding from the tip; was confirmed to be non-foreign (porous plug residual) and to have introduced during the manufacturing process.